Event description:
It was reported the patient had no stimulation sensation. The patient had two stimulation devices implanted and the device on her left side was not working. The patient stopped feeling stimulation yesterday. The patient did not have a fall or 'anything unusual.' The patient's device was on. Additional information received nine days later reported the patient received assistance from her manufacturer representative on (B)(6) 2012, and her concerns were resolved.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).